Manufacturer narrative:
Occupation: education coordinator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 16 days of intra-aortic balloon (iab) therapy, the pump generated a catheter restriction alarm and a rupture occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed. Based upon risks/benefits a new iab was not inserted. The patient expired on (B)(6) 2022.

Manufacturer narrative:
Additional information: lot #, serial #, exp. Date, manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.7cm from iab tip. Additionally two kinks were found on the inner lumen within the membrane approximately 3.8cm and 4.3cm from iab tip. The inner lumen within the membrane was also observed to be stretched near the distal end. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane approximately (primary abrasion) 1.5cm and (sharp edge) 16cm from the rear seal and measuring (primary abrasion) 0.127cm and (sharp edge) 0.013cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The second penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).